Event description:
During a coronary drug eluting stenting treatment procedure, difficulty removing the delivery system from the guidewire was encountered. The physician wanted to stent a lesion in the circumflex. However, it was reported that the physician was "able to disengage wire from the stent." The physician removed the entire delivery device as a unit from the pt without incident. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".